Event description:
Staff alleges the head hilow is slowly drifting down. There was no reported injury or incident.

Manufacturer narrative:
Bed located in bed shop no injury was reported. Technician checked the head hilow valve and trend valve. Replaced the head hilow down valve to resolve this issue.